Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the ipg was adjusted and moved laterally. The patient was doing well postoperatively, and the device remains implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.